Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2019-dec-26 regarding a patient receiving baclofen (dose and concentration unknown) via an implanted infusion pump. The indication for use was not specified. It was reported that the patient had a recent pump issue and the pump was replaced. The issue was considered resolved at the time of report and the patient's status was alive - no injury. No further complications were reported or anticipated. Omitted information pertains to (B)(4)- other pump issue reported by rep